Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.

Event description:
The customer stated that the fast stop activation error message was displayed without anyone pushing the button. The system shut down uncommanded. There is no report of pt injury.